Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert for eri due to premature battery depletion. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be below the expected limits. The original battery was returned to the vendor for further evaluation. An internal short within the battery was found to be the cause of the premature battery depletion.